Event description:
It was reported that the device received an error code 571.6241. No patient involvement was noted.

Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to a loose cable on the power supply board. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/22/2010 to the present date 10/20/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an error code. No patient involvement was noted.